Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader does not power on with button press or test strip insertion. Customer was therefore unable to check their blood sugar and experienced vomiting. Customer had contact with healthcare provider and was diagnosed with hyperglycemia and required treatment with unspecified dose of insulin and IV fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader ((B)(6) ) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with button press. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader does not power on with button press or test strip insertion. Customer was therefore unable to check their blood sugar and experienced vomiting. Customer had contact with the healthcare provider and was diagnosed with hyperglycemia and required treatment with an unspecified dose of insulin and IV fluids. There was no report of death or permanent impairment associated with this event.